Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump failed a power cord condition. This condition had the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague 2006 infusion pump with user interface module software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged colleague power cord. To correct the condition, this component was replaced. If any additional information is received, a follow-up MDR will be sent.